Event description:
Revision surgery - the patient complained of pain and instability, and has falling multiple times.

Manufacturer narrative:
Device manufacture date was reported as 06/26/2015 on the initial MDR; should be 03/21/2012. The reason for this revision surgery was reported as pain and instability. The length of in vivo service was 1.7 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 29 prior complaints reported against this part number; summary of investigations: 5 for dislocation, 5 for infection, 4 for instability, 1 for pain and others not associated with product. This is the first complaint against this lot number. The root cause relating this event could not be determined with confidence. It was reported the patient has had multiple falls. The surgeon reported no issues associated with the explanted product. There are no indications of a product or process issue affecting implant safety or effectiveness.